Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the sterile was opened when received.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: blister pack it comes shipped in was opened. The probable root causes could be extreme shipping conditions. The reported failure mode will be monitored for future reoccurrence. Mfg date: 07/17/2016. (B)(4).

Event description:
It was reported the sterile was opened when received.